Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was below 40 mg/dl. The customer¿s current blood glucose value was 96 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with food. Based on customer¿s report customer does not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did not receive a change sensor alert. The insulin pump will not be returned for analysis.